Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. The data revealed the technician did not use proper hand technique causing multiple user errors. The treatment tip was discarded and not returned for evaluation. We were unable to confirm customer¿s report of the tip smoke from the tip. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined, and no conclusions can be found.

Manufacturer narrative:
Upon follow up with the practitioner¿s office, it has been determined that the product has been discarded and the lot number is not available. The data card was evaluated. This evaluation indicated the handpiece and system performed as expected. The evaluation did indicate there were multiple user errors, indicating the technician didn''t use proper hand technique. Event and patient information has been requested but not received. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A practitioner reported that during a thermage treatment the tip became very warm and cryogen continued to dispense without stopping during the treatment. The tip began to smoke and a small blister developed on an unknown area of the patient. Additional treatment information has been requested, but not yet received